Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After analysis of the received product, it was seen that the product related in the guarantee form was different from the one sent to analysis by the dentist.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site #13 non-osseointegration was observed. The implant was not covered with bone. The patient presented with pain and mobility at the time of implant failure. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site #13 non-osseointegration was observed. The implant was not covered with bone. The patient presented with pain and mobility at the time of implant failure.the device will be forwarded to the manufacturer for investigtion. There were no reported patient injuries or complications.